Manufacturer narrative:
The reported under-infusion issue was confirmed. Infutronix received the evaluation report from the service provider on 01/11//2019 and the device was tested to have a flow rate accuracy of -12.19%, which was outside of the +/-5% specification.

Event description:
This is the follow up report for the initially submitted MDR (3011581906-2018-00033).

Event description:
This is the follow up report for the initially submitted MDR (3011581906-2018-00033).

Manufacturer narrative:
The reported under-infusion issue was not confirmed. Infutronix received the evaluation report from the contract manufacturer on (B)(6)2019. The device was tested twice on (B)(6)2019 and was found to have a flow rate accuracy of -4.17% and -4.10% respectively, both of which were within the +/-5% specification. This device has been taken out of service.

Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
A distributor representative reported a pump under-infusion issue to infutronix on (B)(4) 2018. The distributor received a call from a user facility stating that a patient returned to the facility at the end of infusion with more than half of the medication left in the bag. No patient injury or harm was reported for this case.